Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous proximal circumflex artery. The taxus express2 2.5x24mm drug eluting stent was inserted and advanced but was unable to cross the lesion. The physician tried to remove the device, however, the proximal edge caught on the tip of the guide catheter and the proximal edge of the stent was lifted. The device was successfully removed from the pt. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. The returned product included in the stent delivery system (sds) device with the stent. The device was visually, tactilely and microscopically examined along the entire length and the only damage noted to the device was proximal stent damage and distal tip damage. The stent had two segments from the proximal end with damage and bent back at 90 degrees. It was not possible to determine how or when the stent and distal tip became damaged. There was no evidence of mfg defect or anomaly within the mfg records reviewed for the reported batch. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.